Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed the cause of the leak was a hole in the tubing through pinch valve pv37. The fse replaced the tubing resolving the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 25 ml of uncontained blue fluid leaked from the right side of a coulter hmx hematology analyzer with autoloader onto the counter while cycling controls. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.